Event description:
It was reported that the device had loss of atrial based timing so the patient was being paced at 160 beats per minute but was not programmed that high. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow up determined that reprogramming was done to address the observed performance.